Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the syringe printing/markings were faded on a bd emerald¿ 10ml syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: upon review of the photo provided it was verified there was no scale printed on the syringe barrel. A batch history record review showed no non-conformances associated with this issue during the production of this batch. Sample evaluation: we have been provided with a picture of the affected sample. The evaluation showed that no scale was printed in the syringe barrel. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2015 (november 23 - 24th, 2017). Syringes were assembled in machine, nº4267, in lot #7324988 (november 20 - 27th, 2017). Research has found no problems, defects or qn related to the reported issue were found. We have also reviewed the barrel lots #7324987, #7331806, and #7317660 and no problems, defects or qn related to the reported issue were found. Root cause analysis: the marking process of bd emerald syringes is an approved and high level printing technology for medical devices. In this case, a worn part caused the marking process not to work as expected, and the scale of the syringe was not printed. Confirmation: the returned picture of the sample presented the reported issue. We could confirm the reported issue. CAPA determination: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.